Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " rupture is suspected."

Event description:
Physician reported that patient is still doing medical examinations to evaluate the problem. Patient reported right side suspected rupture. Device remains implanted.